Manufacturer narrative:
Weight: unknown/ not provided. Asku. Ethnicity: unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search in complaint system revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye with incision enlargement due to mechanical failure. It was clarified that the specific mechanical failure was because of blurred distant and near vision, especially when trying to work at the computer. The patient also reported halos and glare with vision, especially when trying to drive at night. The explanted iol was replaced with aab00 +18.0 diopter. Patient noted to be in stable condition post-op. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: nov. 3, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues were observed that could contribute to or cause the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.